Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the device system was explanted due to infection. The pump was used to deliver baclofen. The patient status was reported as ¿alive ¿ with injury¿.